Manufacturer narrative:
Pump received with a blank flashing white light on the display due to vertical cracked lcd controller pcb1. Pump received with pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had physical damage. The customer's blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis. No further details are given.